Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic robotically assisted laparoscopic treatment of a recurrent umbilical hernia. It was reported that after implant, the patient experienced infection at the umbilical area and purulent material. Post-operative patient treatment included additional surgery for wound infection and use of a wound vac.